Event description:
The customer reported that when using the clarivein catheter in a more torturous place, the rotation easily gets stuck. Then, the rotation wire separates from the main catheter.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. Electronic review of the DHR for the lot number determined no exception documents were recorded that would cause this type of incident to occur. Furthermore, there were no process deviations or non-conformances recorded for this lot or the lot(s) that produced the device. Review of the field assurance database found no additional, related incidents recorded for this lot. The customer returned a single device. A visual examination of the device revealed the device was in position two (the engaged or ready to use position). The wire was observed to be protruding about 8 cm from the distal tip of the catheter. Some dried blood and bio matter was found on the distal tip of the wire. Additionally, the catheter was found to have some twisting and kinking in various locations. Pulling gently on the wire it slid out of catheter and examining the proximal end of the wire under magnification a rough break is observed. The rough break appears to indicate the wire broke under strain and matches the customer's report that difficulty was experienced in torturous anatomy, as difficult anatomy may cause strain or stress to be placed on the device. This is addressed in the IFU. Examining the cartridge the remnant of the wire was found. The root cause has been attributed to a material failure of the wire. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found.